Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture due to dislodgement. This lead was subsequently repositioned with acceptable measurement obtained. No additional adverse patient effects were reported.